Event description:
It was reported that during a da vinci-assisted mini bypass surgical procedure and the third firing of a sureform 60 white reload with a sureform 60 stapler instrument, the blade cut the patient's stomach tissue but did not deploy any staples. The sureform 60 stapler instrument and sureform 60 white reload were inspected prior to use with no reported damage. The issue occurred while stapling the gastric pouch. Unexpected bleeding was observed from the transected edges of the gastric wall. The amount of blood loss was reported as negligible and did not require any intervention other than standard hemostasis. Upon identifying the full-thickness gastric transection, the surgeon performed a robotic two-layer hand-sewn closure. This manual repair was essential to restore the structural integrity of the tissue edges which has been compromised by the device failure. Once the gastric integrity was successfully restored, the surgeon proceeded to complete the intended robotic reconstruction, fashioning the gastrojejunal anastomosis and ensuring optimal anatomical continuity. All these steps were performed robotically and by using a backup da vinci stapler instrument. The procedure was completed with a 5-hour delay. Subsequently, an emergency open reoperation was required on post-operative day #1 due to the development of anastomotic dehiscence and peritonitis. An esophagojejunostomy with total functional gastric exclusion was performed. The patient was hospitalized for approximately two weeks and was discharged in stable condition.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. The stapler logs showed the sureform 60 stapler instrument was installed on the system 5 times and fired 3 sureform 60 white reloads. On install 1, the first clamp was successful, and the second clamp was aborted by the user. The 3rd clamp was successful, and the firing was completed with no pauses for compression. On install 2, the first clamp was successful, and the firing was completed with no pauses for compression. On installs 3 and 4, a white reload was installed, however no clamping or firing was attempted. On install 5, the first clamp was successful, and the firing was completed with no pauses for compression. There were no stapler related errors in the logs.